Manufacturer narrative:
The data files and balloon catheter afapro28 with lot 57852 were returned and analyzed. The returned data files confirmed system notice 50013 indicating that the refrigerant level was too low to continue. Additionally, system notice 50005 indicating that the safety system detected fluid in the catheter and stopped the injection was confirmed several times on the date of the event. Smart chip verification showed that the catheter has been used for 17 applications on date of event. Visual inspection showed traces of blood within the inner balloon. The catheter failed the performance test due to system notice 50005 upon application of the vacuum. A pressure test showed a leak though the tip of the balloon catheter. The dissection and pressure test showed a guide wire lumen breach. Further analysis showed a guide wire lumen breach and kink at the balloon segment 1.25 inches proximal from the tip. In conclusion, the balloon catheter failed inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a successful cryo ablation procedure, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.